Manufacturer narrative:
Other relevant device(s) are: product ID: 9735825, serial/lot #: (B)(4). A medtronic representative went to the site to test and service the equipment. The breakout box was replaced, thus resolving the issue. The system then passed the system checkout and was performing as intended. The breakout box was returned for further evaluation. Visual/physical examination and functional testing were performed, and the reported issue was able to be duplicated. It was found that the lemo connector was out-of-round due to physical damage. There was a physical damage failure with the component. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the breakout box cable was damaged and the plug appeared to be bent. The breakout box was intermittently losing connectivity. There was no patient present when this issue was identified.